Manufacturer narrative:
The insulin pump was received with a blank display and a constant tone alarm due to moisture damage on the electronic assembly. It was also received with moisture damage on the motor, battery tube, keypad, and the vibrator assembly. Unable to verify the unexpected restart alarm and was unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, compromised force sensor system, and excessive no delivery test due to a blank display and a constant tone alarm. The device was also received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, a scratched case, a scratched reservoir tube window, a missing end cap sticker, and a cracked lcd window. (B)(4).

Event description:
A nurse called in via phone for the customer stating that the customer was hospitalized due to high blood glucose levels of 600 mg/dl and above. The nurse stated that the customer was receiving an unexpected restart error on the insulin pump. The customer was not wearing the insulin pump 7 hours prior to being hospitalized for high blood glucose levels. It was also noted that there was fluid in the lcd display and each time the nurse pressed a button water came out through the display; and the device had an unresponsive keypad. The nurse was advised to inform the customer of the replacement policy and the customer was sent a replacement insulin pump.